Event description:
It was reported to philips that the monitor failed to turn on due to a defective part on an allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the monitor (vesa adapter, 19" monochrome monitor ER (mml1952-per)) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).